Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: wear abrasion and opening shell. Leak test and microscopic analysis was performed which identified: sharp opening on anterior, striated opening on anterior, posterior and radius and observed void 1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening a striated opening assessed as surgical damage.

Event description:
Device has been explanted.